Manufacturer narrative:
The returned sensor was evaluated. Visual inspection confirmed there was no physical damage. During evaluation the unit failed continuity testing due to an open in the cable on the white conductor, inside the bend relief area of the m15 connector. Open in the cable was most likely due to sharp/tight bent based upon the appearance of the conductor jacket and location of the open. The sensor provided a "sensor off patient" error message during functionality testing using known good lab monitor, lab cable, and finger with the returned sensor.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a loose connection. The colleagues from our customer service indicated this error as ¿defective connection". That's why the connection is interrupted from time to time. No consequences or impact to patient were reported.